Manufacturer narrative:
A2 - age at time of event: 76 years old at the time of enrollment. A4 - weight: 63.9.

Event description:
It was reported that the patient experienced steal syndrome. The target lesion was located in the left arm swing point. A 5.0 mm x 60 mm, 80 cm ranger drug-coated balloon was selected for treatment. However, the patient experienced steal syndrome following deployment of the balloon. The issue was not resolved, and the patient has not recovered. No hospitalization occurred as a result of this event, and there was no prolongation of an existing hospitalization.